Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photograph was provided to the quality team for investigation. Upon visual inspection of the image, a hair was observed inside the syringe, confirming the reported concern. Manufacturing of this product is performed in a cleanroom environment maintained under positive pressure to reduce the risk of foreign matter. Final products for this reference are sampled and subjected to visual and functional inspections throughout the various manufacturing subprocesses in accordance with established procedures. As the lot number was not provided, a device history review could not be performed. All personnel are required to follow defined gowning procedures prior to cleanroom entry, including the use of appropriate hair coverings. While no direct manufacturing issue was identified, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Event details: during our sterile production process, the syringe was attached to a spike inserted into a rituximab bottle using the luer lock procedure. The pta drawing up the solution noticed a hair approximately 1.0 cm long in the syringe.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.